Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging and communicating with the implantable pulse generator (ipg) and it was discovered via x-ray imaging that the ipg had flipped in the pocket. Therefore, the patient underwent a revision procedure during which the existing ipg was repositioned to the correct orientation. There were no reported patient complications postoperatively.

Manufacturer narrative:
Correction to blocks b5, d4, e1 and h6.

Manufacturer narrative:
The device was not returned for analysis as it remained implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed neurostimulator migration is a known risk associated with use of deep brain stimulation. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging and communicating with the implantable pulse generator (ipg) and it was discovered via x-ray imaging that the ipg had flipped in the pocket. Therefore, the patient underwent a revision procedure during which the existing ipg was repositioned to the correct orientation. There were no reported patient complications postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) and it was discovered that the ipg had flipped in the pocket. Therefore, the patient underwent a revision procedure during which the existing ipg was repositioned to the correct orientation. There were no reported patient complications postoperatively.